Manufacturer narrative:
The statutory MDR reporting time of 30 calendar days was exceeded.

Event description:
The device was used during an unspecified procedure. The clips did not form properly. The surgeon applied a disposable instrument to complete the procedure. No pt injury reported.